Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the screw and a piece of the inserter broke and remains in the joint. Note, the piece of the broken screw that remains in the patient is securely implanted.

Event description:
It was reported that the screw and a piece of the inserter broke and remains in the joint. Note, the piece of the broken screw that remains in the patient is securely implanted.

Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: implant broke in half when inserting the screw probable root cause: design - inadequate raw material selection for inserter - inadequate shaft/handle interface for inserter - inadequate inserter design - eyelet too large for insertion - poor ergonomics which to not aid in advancement process - inserter or eyelet anchor not manufactured to specification - use of incorrect material in process application - user handling error - user does not exercise care with assembly.